Manufacturer narrative:
Sc-1200 (sn:(B)(6)). The returned ipg was analyzed and could not be detected after several charge attempts. The device was cut open. The battery measured 1.70 volts. The device exhibited excessive quiescent current leakage (40.32 ma), low vh (high voltage) node impedance (114 ohms), and a hot spot on u2 asic (application-specific integrated circuit) (30.1c). The patients database retrieved with an external power source revealed the device battery plunged at once during the reported procedure. With all the available information, boston scientific concludes the patient's ipg was malfunctioning after a procedure. The complaint was confirmed. U2 asic of the ipg was damaged by a high voltage transient signal. The ipgs exposure to high frequency current caused electrical shorts within the asic u2, resulting in the reported complaint.

Event description:
It was reported that following a non-device related procedure wherein the electrocautery was used the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago the date the manufacturer became aware of the event.

Event description:
It was reported that following a non device related procedure wherein electrocautery was used the patient experienced inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. Per the physicians implant manual electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.